Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it was discarded at the hospital. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 aneurysm rupture complaint is unconfirmed. The type iiib endoleak of the distal main body and explant complaints are confirmed. This is moderately consistent with the reported adverse event/incident. The off-label nature of the right iliac artery likely did not contribute to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it was discarded at the hospital. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 aneurysm rupture, the type iiib endoleak of the distal main body and explant complaints are confirmed. This is consistent with the reported adverse event/incident. The off-label nature of the right iliac artery likely did not contribute to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b6 - relevant test/lab data (rfb) - updated. H10/h11 - additional manufacturer narrative/corrected data - updated.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2020, with an implant of an afx2 bifurcated stent graft and an afx vela suprarenal. On (B)(6) 2024, the patient was admitted to the hospital following an aneurysm rupture. Upon review of the patient's computed tomography (CT) scan, a type iiib endoleak was suspected. Emergency open surgery was performed, confirming a hole in the afx2 bifurcated stent graft. The hole was sealed with adhesive, resulting in a reduction in the size of the aneurysm. The patient remains hospitalized, and their condition is currently stable. Reported under MFR # 3011063223-2024-00033. On (B)(6) 2024, the patient was admitted to the emergency room due to an aneurysm rupture. The physician opted to explant the device, and subsequently, a vessel replacement procedure was conducted. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : the device was discarded at the hospital.